Event description:
Per tm - image disappears during procedure.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image is disappearing was unconfirmed. The scanner image did not disappear while in use. There is no root cause due to the problem could not be duplicated. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.